Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been soft cannula found bent upon removal from infusion site. The batch: 6009672 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6009672 was manufactured according to the wi version 117 manufactured in the line inset 8, on 16/oct/2024, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database 09-jul-2025 against malfunction soft cannula found bent upon removal from infusion site and lot: 6009672 and 5 complaints have been registered in database for the same lot: 6009672 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient experienced an event of diabetic ketoacidosis (500 mg/dl) due to bent cannula resulting in hospitalization on (B)(6) 2025. The site of insertion was abdomen and upper arm. The duration of stay was three days. Patient received correction injection via multiple daily injection to help bring blood glucose down. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.